Event description:
A malfunction alarm occurred with code malf 12, but there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support assisted the caller by providing pump reset information and aiding in resetting the pump; the malfunction did not recur after the reset. It was advised that the customer could continue to use the pump and should contact support if the issue happens again.